Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55mm diameter abdominal aortic aneurysm. It was reported approximately three and a half years later, during patient follow up a type ia endoleak was identified. Per the physician, the cause of the event was due to disease progression no additional clinical sequelae were reported and the patient will be monitored.